Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had dropped the pump. A few minutes later, the pump alarmed for a loss of prime. The patient failed to disconnect from the pump while priming, and inadvertently infused about 5 units. Patient has a blood glucose of 40 mg/dl with blurry vision. Patient required no unusual treatment and continues on pump therapy. This complaint is being reported as customer support attributed the hypoglycemic episode to use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: during investigation, there was no valid loss of prime observed in the black box. All the loss of primes were related to the pump not primed after a reboot or replace cartridge alarm. The insulin deliveries were interrupted on (B)(6) 2017 due to a "replace battery" alarm. An ez-prime and 24 hour duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measures were within specification. The pump clearly displayed a message "disconnect infusion set from your body" on the rewind screen and "be sure is disconnected from your body then select continue on the prime screen." The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or warnings during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).